Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose (bg) level was 308 mg/dl. The cartridge was to be changed and a correction bolus would be delivered to address the bg level. The customer declined tandem technical support offered to assist with the cartridge change.